Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, a missing end cap sticker, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed prime/compromised force sensor system, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. There was no audio tone noted during the self test due to the broken transducer wire (black) on interface board. The insulin pump vibrated properly during self test.

Event description:
The customer reported via phone call that she suspended the pump and forgot to activate it after she showered. Customer stated that the pump normally vibrates but it did not do anything. Customer stated that her blood glucose was 65 mg/dl at the time of the incident. Customer was not vibrating upon resuming insulin delivery after the pump suspended. Customer was assisted with changing the alert type from beep to vibrate. The insulin pump failed the self test. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.